Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission it was discovered that the implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. Programming changes were made. Patient was in stable condition.